Event description:
It was reported by the customer's biomed that the device would consistently reset after powering the device on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The parameter pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an integrated circuit, designator u1, on the pt parameter pcb assembly.